Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements of greater than 2000 ohms. There was also reproducible noise that was able to be recreated with isometrics. The noise was oversensed leading to inappropriate anti-tachycardia pacing (atp) delivery and pacing inhibition. A revision procedure was performed where the pace sense portion of the rv lead was surgically abandoned. The shocking portion of the lead remains in service. A new pace sense lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.